Event description:
It was reported that pump declared altitude alarm, which caused insulin delivery to be suspended despite pump being used within normal altitude range. There was no adverse impact to the customer¿s blood glucose level. Customer cleaned speaker area, reconnected cartridge, and then loaded new cartridge as instructed, but alarm continued and insulin could not be resumed; technical support advised customer to wait two hours for possible moisture to evaporate and attempted multiple follow-up contacts, but was unable to reach customer, and case was closed with no additional information received regarding the outcome of the event.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.